Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. One sample was received and inspected at the device lab. The investigation was completed with the cause code of "incomplete activation". In addition, the investigation found a damaged solution filter; a complaint was initiated to document the hole found in the solution filter. A batch record review for advate with baxject iii lot tatc008b found no nonconformities, failures, or deviations that could have contributed to the reported issue. All applicable product holds and work orders were reviewed with no impact identified. Changes to material specifications and test methods were assessed and determined not relevant to this complaint. The lot was inspected, assembled, and packaged per required procedures and cgmp, and met all acceptance criteria. Container closure integrity test (ccit) results met specifications and did not exceed reject limits for "no vacuum" vials. The vaporized hydrogen peroxide (vhp) cycle also met specification limits with no issues linked to the complaint. All non[?] Conformances generated prior to, during, and after manufacture of lot tatc008b were reviewed and determined to have no impact on product quality.the complaint could not be confirmed based on the manufacturing review and sample evaluation. No manufacturing issues were identified that could have affected product quality or contributed to the reported problem. As no manufacturing[?]related root cause was established, no escalations, deviations, or corrective and/or preventive actions are warranted at this time. A review of the monthly report ((B)(6) 2025) for advate bjiii was also performed relative to the subcategory "incomplete diluent transfer". The complaint rate for 2025 is approximately (B)(4) compared to 2024 (B)(4) and 2023 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
The complaint states, "pharmacist is reporting a possible defect related to advate. Caller states the technician was unable to activate and draw out the liquid." Follow up information: "(B)(6) 2025 pharmacist responded to market surveillance with the following information: "I am following up on the possible defective advate reported on (B)(6) 2025. 1. Patient did not miss their dose; however, administration was delayed as a new product had to be pulled to make new dose. This is a formulary item, so there were additional vials stocked. 2. See pictures below, some of the water was transferred. 3. You can send packaging to: a. (B)(6) hospital- inpatient pharmacy b. (B)(6) " see attachments. Initial subcategory changes to "incomplete diluent transfer" as reporter stated some water was transferred."